Event description:
A healthcare professional reported an issue occurring during an endovascular embolization procedure involving the 125 cm cereglide 71 catheter (product code: nic71125u, lot: 31722200) used coaxially with a non¿j&j microcatheter. During advancement, the cereglide catheter became impeded at the c1¿c2 segment of the internal carotid artery and was unable to reach the intended target site. The physician withdrew both the cereglide catheter and the microcatheter. Upon removal, the cereglide catheter was observed to be kinked/bent. The physician replaced the cereglide device with an alternative brand catheter and completed the procedure successfully using the original microcatheter. No delay in therapy or procedural complication was reported. Additional information received on 02 feb 2026 indicated that the microcatheter used was identified as a medtronic echelon10. Vessel tortuosity was present. No physical material or foreign matter was identified inside the device. There was no allegation of patient injury related to a product issue. No patient injury or adverse clinical outcome was reported.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d.2b: procode is nry/qjp. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A manufacturing record evaluation was performed for the finished device 31722200 number, and no internal actions related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: do not advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the device against resistance could dislodge a clot, perforate a vessel wall, or damage the device. Exercise care in handling the cereglide 71 catheter to reduce the chance of accidental damage. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.